Event description:
It was reported that the patient experienced cardiac perforation from the right ventricular (rv) lead. The lead also exhibited high and varying thresholds. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.